Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that he was hospitalized on november 11, 2019 and released three days later. Customer's blood glucose level was over 600 mg/dl. Customer had diabetic ketoacidosis twice within two weeks. The customer did not provide the symptoms regarding high blood glucose. The customer reported that the sensor may be issue because when his blood glucose was high that time his sensor reading was found low. No further assistance required. The insulin pump was not returned for analysis.